Manufacturer narrative:
The serial number was requested and unavailable at this time. Due to an unknown lot/serial number the manufacturing record investigation could not be performed. The device remains implanted, therefore, the device was not available for a direct product evaluation. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. According to the instruction for use for the gore® viabahn® endoprosthesis with heparin bioactive surface, complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: infection. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was implanted in the left superficial femoral artery (sfa) to treat an unknown etiology. On (B)(6) 2023, the patient experienced left groin pain that radiated to the left flank and abdomen. On (B)(6) 2023, the patient continued to have left groin pain that radiated to the upper leg with hip flexion difficulty. There was reported resolution of the patient's left flank and abdominal pain. Blood tests were drawn and the white blood cell (wbc) count was within normal limits. A duplex ultrasound (us) was performed which showed: no left groin, thigh hematoma, or fluid collection; incidentally saw a vascularized area with irregular borders measuring 3.5 cm x 1.5 cm just outside the proximal sfa stent. On (B)(6) 2023, the patient was admitted to the hospital with a diagnosis of sepsis. The patient reportedly began to experience left groin edema, tenderness, and worsened pain. The patient¿s wbc count was elevated with blood cultures positive for methicillin-resistant staphylococcus aureus (mrsa). On (B)(6) 2023, the patient underwent left femoral exploratory surgery with the following results: no purulence noted, angiogram with no septic emboli, proximal sfa opened with small amount of serous fluid between viabahn device and arterial wall. The noted serous fluid collected was positive for mrsa and a fungal exophiala species. On (B)(6) 2023, and since the physician reported an improvement in the patient¿s condition. The patient began suppressive antibiotic treatment. Blood cultures, and all subsequent blood cultures were negative. Additionally, the patient¿s left groin/upper leg pain improved.